Event description:
It was reported that while using the two side-firing surgical fibers during a prostate procedure, prostatic stones and brachytherapy seeds were encountered and there was significant activation of the systems fiberlife mode. The aiming beam of the first fiber was observed to begin forward firing at 74,654 joules of use; the aiming beam of the second fiber was observed to begin forward firing at 32,843 joules of use. The procedure was completed using an alternate procedure (bipolar turp). Patient outcome: "ok" - there was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4).